Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, a repair report was provided, stating that the error 54 appeared but a new battery solved the issue. Based on the available information and the fact that the device/part was not returned, the root cause of the reported issue was probably a defective battery (not returned). This complaint has been registered for statistical monitoring. If further evidence is provided later, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.

Event description:
The following has been reported: pm passed (B)(6) 2024 -software updated to 2.2d. Device case was broken but was fixed using solder iron. Error 54 appeared but a new battery solved the issue. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.